Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the clips on the side of the display were broken so that the screen would not stay shut and that the back door for the power cable was broken and both were replaced to resolve. Analysis further noted that the emergency vvi button worked intermittently and the emergency switch assembly was therefore replaced, that the lower case was broken beyond limit in the handle area, both keyboard hinges were broken, the keyboard was missing the number "8", the latch was broken, it was missing 8 screws on the back (3 of which were subsequently found inside), the keyboard slide cover was missing, the cooling fan was noisy, one hinge plate screw was missing, one stylus holding tab was broken off of the bulkhead, the media bay door was scuffed and the electrocardiogram connector was loose. All found defective parts were replaced to resolve and additionally the link electronic module was calibrated and the software was reconfigured, reloaded and updated. The programmer passed all final functional and systems tests. (B)(4).

Event description:
It was reported via follow-up that the programmer's clips on the side of the display screen were broken so that the screen would not stay shut and that the back door for the power cable was broken. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.